Event description:
Skin redness observed on patient's anterior thigh when the return electrode pad was removed.additional information obtained from the site:there was no additional therapy needed for patient. There is no pad information avaialbe.possible that the patient's skin had a reaction to the adhesive on the return electrode pad or the return electrode pad may have been removed too aggressively resulting in skin irritation.test result:operated in accordance with the manufacturer's specifications.